Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting hanged. Upon functional testing, fse found that the defect in the sibbox and hard disk. The fse replaced the sibbox and hard disk. After replacement of the sibbox and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, the system was hanging up. No harm has been reported to philips.